Event description:
It was reported that the user routinely announced meals to drive blood glucose lower, using meal announcements as a correction method, which led to maladaptation of the meal-insulin algorithm and risk of insulin stacking. Outcomes included the need for troubleshooting and education, with a plan for additional training and a likely factory reset to address algorithm maladaptation. Investigation included review of the user report and provision of education on proper use of meal announcements. Investigation of this case revealed user technique error and algorithm maladaptation due to repeated corrective meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was user error in device use.